Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the following reportable malfunction was found: a stain was found inside of the light guide lens. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the annual inspection process, the device evaluation found a stain inside of the light guide lens. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had color, the electrical connector was dirty due to water leakage, water tightness was lost due to a pinhole on the bending section cover, the connecting tube had buckling, the adhesive around the objective lens had wear, and there was corrosion around the forceps elevator lever. The following had a scratch: the grip, switch box, and the universal cord. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.